Event description:
A surgeon reported of a monofocal intraocular lens (iol) with peripheral surface irregularities. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not available. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted section e1: initial reporter's first & last name: unknown, information not provided. Section e1: initial reporter's email address: unknown, information not provided. Section e1: initial reporter establishment name: unknown, information not provided. The best estimate name is (B)(6). Section e1: initial reporter's address, city, state and zip code: unknown, information not provided. Section e1: initial reporter's telephone number: unknown, information not provided. Section h3(no): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the following fields inadvertently were not addressed in the initial MDR report; therefore, the information has been updated in this supplemental MDR report as indicated below: section b5: the initial MDR pertained to dib00, sn unknown. Separate reports will be submitted for other events if they meet the reportability criteria. Section d6b: if explanted; give date: unknown/information not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.